Event description:
It was reported that the patient was having sporadic connect power alarms. The batteries and clips were exchanged but the alarms persisted a couple hours later. The alarms could be replicated by moving the patient cable. The controller was exchanged and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter postal office and zip code: (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unexpected power cable disconnect alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). The log file captured intermittent power cable disconnect alarm events within a time frame of approximately 18 hours. The voltage data values, prior to and post the alarm event, indicate an intermittent loss of the battery fuel gauge voltage values while the system was supported on the 14v batteries/clips. The unexpected alarm event was consistently associated with the black power cable. The returned system controller was functionally tested using laboratory equipment and an unexpected alarm could not be reproduced. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. Electrical measurements of the underlying wires within both power cables did not reveal any shorted or severed condition that could potentially be related. A root cause of the unexpected power cable disconnect alarm event captured in the log file could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 02jul2018. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.